Manufacturer narrative:
Wo samples were provided to our quality team for investigation. Through visual inspection, no foreign matter is observed within the device and no damage is found on the product packaging for the first sample. On the second sample, a black foreign matter is observed embedded within the plunger of the syringe and the packaging paper is noted to be broken where the flange is positioned. A device history review was performed for reported lot 2108026, no deviations or non-conformances related to this issue were identified during the manufacturing process. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Machines undergo routine cleaning and maintenance and injection machines are ran prior to use to remove any excess materials, rejecting the first few pieces. While we could not identify any direct issues, the particles likely generated during the molding process, embedding within the device as seen in the sample provided. In relation to the damaged packaging, the syringe was likely improperly positioned, causing the flange to break the paper as observed in the sample provided. Manufacturing personnel have been notified of this incident to increase awareness. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.

Event description:
No additional information.

Manufacturer narrative:
Initial reporter address; (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd plastipak¿ concentric luer lock syringe experienced a breach of the sterile barrier. The following information was provided by the initial reporter, translated from french to english: 1st defect: defect in the integrity of the sterile barrier.